Manufacturer narrative:
(B)(4). The enflow controller unit was received back from the customer and an evaluation was performed by carefusion. It was immediately observed that the back and bottom of the casing, ac input socket, and power cord plug were burned and melted. The enflow controller case is constructed of fire resistant lexan material and meets ul94 v0 rating per iec60601, 3rd edition. The enflow controller case also has an approved fire screen over the ventilation holes to limit external exposure to internal fire. It was also observed that the kmf1 module had severe burning and damage. A functional check of the enflow controller unit was performed and it was confirmed that the issue was with the kmf1 module. The kmf1 module was replaced and the enflow controller unit passed functional testing, confirming that the module was the only faulty component. The wires from the kmf1 module to the power supply were removed at the input terminal block as not to touch or disturb the input module. A known good kmf1 module was connected to the power supply, leaving the power supply undisturbed in the controller housing. Two good fuses were utilized along with the fuse tray from the complaint enflow controller unit. These components were inserted into the new kmf1 module and nn external electronic load was connected to the output of the enflow controller unit and set to draw 265 watts of power from the power supply. The 265 watt parameter was chosen because it is the observed maximum power that the system delivers under worst case operating conditions. The power supply was allowed to operate at 265 watts of output power for a total of eight hours. The ac input current waveform to the power supply was monitored every hour for changes in the input ac current waveforms. The waveform observed shows the ac input peak repetitive input current waveform to the power supply at 120vac nominal line with a 265 watt load to the output of the power supply. The average ac rms value at absolute maximum load of the system shows an average rms value of 4 amperes of current, which is what the kmf1 module is rated for. The fuses in the kmf1 module are a fast acting type rated at 5 amps. The module has an advertised rating of 4 amps. Carefusion specifies 5a fuse due to the inrush current to the power supply during system power on. The fuses and fuse tray were checked and used in the known good kmf1 module to test the power supply during the worst case loading test for 8 hours. The testing revealed that the 5 amp rating was never exceeded. The testing also revealed that the replacement module with the same part number used for the test also was able to withstand worst case operating conditions using the fuses and fuse tray from the complaint unit. There is no evidence of the fuses or fuse tray overheating during the original incident. These facts further support that the fuses were not over loading the module past its¿ advertised rated current during the customer¿s reported incident. Fuses will get warm and the filaments will warp when they are reaching their rated limits. The filaments in the fuses that were in the unit were observed to be very straight, with no signs of excessive current causing damage or warping. Testing confirms that the kmf1 module was faulty. Carefusion owns the design specs for the enflow controller (980121eu) but the device is manufactured for carefusion by healthcare technology international. The kmf1 module is sourced by healthcare technology international from another vendor (schurter electronic components). Following the evaluation performed by carefusion, the controller case housing, power cord, and kmf1 module were shipped to schurter for further evaluation. Schurter received the device and an evaluation was initiated by schurter. The kmf1 module was submitted to schurter¿s quality team for analysis. Schurter conducted an in-depth analysis that included x-ray scans and cross section inspections. However, due to the extensive damage schurter could not determine a specific root cause. Schurter determined the limitations of test equipment at the schurter factory may be the reason a root cause could not be determined. However, schurter wanted to continue pursuing this investigation, and requested the part be submitted for further analysis to an external lab which specializes in this field. The external lab was able to provide details on how the part was damaged, but is still conducting the root cause analysis of why it happened. The burning seen on the kmf1 module was not caused by a short circuit. The burning seen on the kmf1 module occurred because the insulation material resistance was lowered, which caused a tremendous rise in temperature and an increase in current. Power from the enflow controller unit was interrupted when the module's connector pin melted and separated from the kmf1 module into the cord set. Carefusion issued a scar to healthcare technology international. Carefusion is requesting that healthcare technology international follow up with their vendor (schurter electronic components) to ensure that a continuation of the investigation is performed to determine the exact root cause of the component failure. A follow up will be sent should additional information become available from the manufacturer of the component. A follow up will be sent should additional information become available from the manufacturer of the component.

Event description:
Unit caught on fire in middle of case. Was not hooked up to the patient. But patient was in the room. No harm/injury to patient.

Manufacturer narrative:
(B)(4).. The complaint device has been returned to the manufacturing site and is currently under investigation. A follow up will be sent upon completion of investigation.